Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed the setscrew was backed out beyond the point of being able to engage with the connector block. It was noted that the device was subjected to a series of standard tests that included but not limited to visual inspection, output, telemetry testing, and functional testing. Good, stable output was seen with the electrode pairs the ins had when received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins). It was reported that the set screw in the ins would not lock down or set on the lead intraoperatively. It would move even when the clicks were heard (which meant it was fully tightened). The screw was unscrewed and the retried multiple times with the same outcome. A replacement ins battery was then used and the issue was reported as resolved. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.